Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, resistance was felt during insertion of the commander delivery system and valve through the esheath. The esheath tip would not pass the bifurcation, so it was decided to removed the devices as a unit. Per report, the resistance was noticed at the level of the center from the esheath, and anatomically, there was a pronounced kinking of the vessel. A new set was prepped, and the procedure was completed without issues. There was no patient injury, and patient was stable post procedure. Per pre-decontamination evaluation observation of the returned device, the esheath was observed to have a cut/split at the distal tip.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned esheath was visually examined, and the following was observed: sheath liner partially expanded for 15cm in length from strain relief. Sheath shaft kinked at 4.5cm from strain relief. Remainder of liner unexpanded. Distal tip open along the axial score line and split, with soft tip damage. Sheath liner partially delamination for 2cm in length at kink location. Crimped valve located just distal of sheath hub. Engineering disassembled the sheath hub to remove and examine the valve: crimped valve located over inflation balloon and an inflow strut was exposed through the skirt. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inability to advance through sheath was confirmed through evaluation of the returned device. Furthermore, an existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub optimal angles that can lead to non axial alignment in the advancement of the delivery system. As reported, 'anatomically there was a pronounced kinking of the vessel'. Additionally, per follow up with field clinical specialist, the degree of tortuosity was 'moderate till severe'. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Per follow up with field clinical specialist, the degree of calcification was moderate. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per follow up with field clinical specialist, the mld was 6mm, which is sufficient for 16f esheath (mld of greater than or equal to 6mm required). Steep insertion angle can result in non coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. As reported, 'the esheath was inserted at steep angle as normal use'. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (steep insertion angle) may have contributed to the reported resistance. The complaint for distal tip split was confirmed based on the evaluation of the returned device. However, no manufacturing non conformances were identified during evaluation of the complaint device. Per the complaint description, 'during procedure, the esheath was inserted at steep angle as normal use and when pushing the commander delivery system with crimped valve through the esheath, there was a mechanical resistance, it felt blocked. The esheath tip was not past the bifurcation when the thv is advanced through the esheath. In order to not causing any patient injuries, the system was removed with the esheath. The resistance was noticed at the level of the center from the esheath.' During evaluation of the returned device, the distal end of the liner was unexpanded and the distal tip was partially open (along the axial score line only) with a tip split and soft tip damage. Additionally, a kink was observed on the sheath shaft, suggesting the presence of tortuosity in the access vessel. Per follow up with fcs, the degree of tortuosity was 'moderate till severe' and the degree of calcification was moderate. Tortuosity and calcification can subject the sheath to suboptimal angles during insertion, advancement, and or withdrawal that can lead to non coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported tip split. In addition, sharp nodules of calcification can damage the sheath tip through direct contact. If excessive manipulation was used to overcome any resistance or high push force during delivery system advancement or removal through the sheath, it may have contributed to the tip split. As such, available information suggests that patient (calcification, tortuosity) and or procedural (excessive manipulation, high push force) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.